Manufacturer narrative:
The c1535 marker acts as a biopsy site identifier to provide an imageable locator of a biopsy site for follow up care. The marker is contained within a sterile disposable applicator, which is deployed into the breast biopsy site through the probe trocar that was used to access the tissue. One c1535 marker was received on 2/23/2015 for analysis. The c1535 was received with evidence of use in a procedure. The device was received with no evidence of the marker clip. The tip of the applicator introducer was sheared off and received in small pieces contained in a petri dish. Although a definitive root cause has not been determined, based on our knowledge of the device, it is possible that some tissue may have been blocking the probe, causing resistance during marker deployment. Some resistance is normal during removal of the marker. However, if excessive resistance is felt during removal, instructions provided within the IFU state to remove the entire probe assembly (containing the micromark marker applicator) from the biopsy site. No additional patient follow up care information is available. However, due to the potential for a subsequent procedure and/or other treatment intervention, we are submitting this medwatch report.

Event description:
The affiliate in (B)(4) has reported that the flexible introducer was broken. After deploying the clip, the doctor found that the tip of c1535 was broken and divided into some segments.